Manufacturer narrative:
The DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a gorilla mtp plate broke post-operatively. The original surgery occurred on (B)(6) 2020. On (B)(6) 2020, a revision surgery was performed to correct the broken plate.